Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: # geo event description: it was reported that the patient went to the emergency room after having experienced a syncope. Patient was in av block. Physician suspect ipg issue. Manual ventricular threshold was 1,75 v @ 0,4ms. Device was reprogrammed. Rv pacing parameters was reprogrammed to 4,5 v @ 0,8 ms and was turned off rv capture management. Device will be replaced. Preliminary geo assessment: std: confirms high rv output settings (5v .04 ms). Shows an rv sensing between 4 and 14 mv (high fluctuation) based on std potential lead dislocation or partial dislocation of lead tip is suspected. Preliminary geo conclusion: lead dislocation is a documented potential adverse event. No device issue suspected. Additional concomitant medical products: product ID: unk lead, serial# unknown.

Event description:
It was reported that the patient experienced syncope. The implantable pulse generator (ipg) device exhibited a pacing problem. Reprogramming was performed to increase ventricular outputs and to turn off ventricular capture management. The device remains in use presently, and an explanted was planned. No further patient complications have been reported as a result of this event.